Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. One image was also submitted to product performance engineering for evaluation. Visual inspection revealed kinks 4.0¿ and 12.4" proximal to the distal tip. The catheter shaft was fractured 0.9" proximal to the distal tip and an internal wire was exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial tachycardia ablation, the catheter tip was fractured. The catheter was replaced, and the procedure was completed successfully without adverse consequences to the patient.